Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported by patient maude event report (mw5078891), that after a novasure endometrial ablation she experienced cramping and periods that continued to worsen. She was evaluated by a physician in (B)(6) and is scheduled for hysterectomy in (B)(6), "said it had failed and I had pats (post-ablation tubal sterilization syndrome)." No additional information was provided.